Event description:
It was reported that the tip had fallen out of the scope and it appeared to be working loose.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.